Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cracks were observed in the light blue main body of a minicap extended life pd transfer set. This was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned for evaluation. A visual inspection was performed with an unrelated issue noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem could not be identified or duplicated during an evaluation. Should additional relevant information become available, a follow-up report will be submitted.